Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. All device components were removed and were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: 7048849.